Manufacturer narrative:
(B)(4).this report is for a use error reuse of single-use product, where the home patient (hp) switched out the cassette but not the supply bag when troubleshooting for an unrelated alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that while troubleshooting for an unrelated alarm, the home patient (hp) switched out the cassette but not the supply bags during therapy. The technical service representative (tsr) reviewed the proper procedures with the hp. The tsr instructed the hp to setup for the therapy using all new supplies. The hp understood and was going to setup with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.